Manufacturer narrative:
Citation: gross, l. Et al. Platelet reactivity and early outcomes after transfemoral aortic valve implantation. Journal of thrombosis and haemostasis. Oct;118(10):1832-1838 epub 2018 sep 20 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding platelet reactivity and early outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a multiple centers clinical study between october 2012 and june 2015. The study population included 720 patients. Patient were implanted with a either a corevalve transcatheter bioprosthetic aortic valve, a balloon-expandable or a mechanically-expandable non-medtronic transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly male; mean age 83 years among all patients, none of the deaths were attributed to a medtronic product. Among all patients adverse events included: myocardial infarction (mi), cerebral vascular accident (cva) and vascular complications. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.